Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on a homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.